Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that autopulse platform displayed user advisory (ua)7 (discrepancy between load 1 and load 2 too large) message during daily shift check. There was no patient involvement reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. The customer's reported complaint of autopulse displaying user advisory 7 was confirmed during archive review and functional testing. The root cause was attributed to one load cell module reading incorrectly. The platform was functionally tested and the platform displayed ua 7 upon power up, thus confirming the reported complaint. The autopulse platform failed the load cell characteristics check. Further testing showed that both load cells was reading incorrectly. The load cells were replaced and the platform passed all testing criteria. A review of the platform archive was performed and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was observed data log. A visual inspection of the returned autopulse platform was performed and found the short lack cover was damaged/split. The autopulse platform is a reusable device and was manufactured on 08/07/2012. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and the platform was returned to zoll for preventative maintenance on 12/10/2015. One of the load cells was replaced as part of the service.